Manufacturer narrative:
Batch record review of lot b713 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for photo-activation chamber leak were reported to date for this lot. No trends detected. No product was return for investigation; therefore, the assessment is based on information available at the time of the investigation. No root cause could cause be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a leak at the photo-activation chamber that was noticed after treatment. Name and function of complainant: same as reporter. Customer called to report a leak at the photo-activation chamber that was noticed after treatment. Customer reports that when removing kit, customer saw some plasma. Treatment was finished normally without any error messages. There was no visible defect observed on the kit. Customer did not return the kit for investigation.